Event description:
A pt reported experiencing inaccurate low results with an ot profile meter. The pt's blood glucose was meter 70 versus lab 222 mg/dl with a 65% difference. Tests were done within 30 mins. Pt did not experience any adverse events. No further info has been reported.